Manufacturer narrative:
For regularisation and for information. DHR review / data analysis : complaint concerning two persons showing signs of infections with the same lot number. (Complaint 2 - in connection with file 3004549189-2018-00005). This batch of granules presents no manufacturing defect. Everything conforms to specifications. The source of the defect cannot be attributed to the manufacturing conditions. No other complaint with this lot number. The second person was treated with antibiotics. No additional information in our possession concerning this event. Following the investigations and according to the elements transmitted, the file was closed.

Event description:
(B)(4) - for regularisation and information. Complaint n°1 for patient showing signs of infections. Event occured in (B)(6): it was reported that "we had two compliment from two patient about infections. The vivaxs lot number is 142-652". The exact date of implantation is not known. No information about these events.